Event description:
The user reported that the catheter needed to be replaced due to low flow. The physician stated that the insertion of the catheter was normal and no issues were identified. The physician exchanged the dialysis catheter over the wire and inserted a new one. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The user did not specify if this was the initial use of the device. The evaluation is in progress. A follow-up report will be submitted when the evaluation has been completed.